Manufacturer narrative:
The device was returned for analysis. The reported ¿knot was unraveled when the suture was removed¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Femoral imaging was not performed. It should be noted that the proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to use out of sequence. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that venotomy closure of a femoral vein was attempted using a proglide device with an 8f sheath after a diagnostic electrophysiology procedure. No imaging of vessel taken prior to proglide use. Reportedly, when the suture was removed the knot was unraveled. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.